Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that multiple cannulas were bent due to scar tissue. Additionally, it was reported that multiple occlusion alarms occurred due to bent cannulas. Customer's blood glucose (bg) ranged from 400-600 mg/dl with moderate to high ketones. Reportedly, the infusion set was changed to address the event and bg. A healthcare provider identified the ketone level as dangerous. The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets.